Manufacturer narrative:
The device was not returned to nuvasive and remains implanted in the patient. No additional evaluation of the device was possible. The patient x-rays were reviewed and the malfunction was confirmed, but the root cause of the failure could not be determined. Product literature includes the loosening and breakage of hardware as an identified risk associated with the use of this type of device.

Event description:
During a routine followup to a 3 level gradient plus acdf performed in 2006, physician noted in x-rays that one of the inferior screws had backed out approximately 2-4mm. The patient is asymptomatic and has fused. There is no adverse effect on the patient and the physician does not plan to revise.